Event description:
Complainant alleged that during biomed testing, the device displayed "bridge test failed", "defib fault 108" and "defib fault 78" messages. Complainant indicated that there was no patient involvement in the reported malfunction.